Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Troubleshooting was done for blank display. Customer stated that the insulin pump was not exposed to high magnetic field or moisture or fluid. Customer stated the battery cap was not damage. Insulin pump was till not turning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to verify beep anomaly, display anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly.